Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer rolled over onto the pump and the touch screen became shattered. Additionally, the majority of the touch screen, except for a small corner, would no longer light up. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.